Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Please reference (device code). Device evaluation: zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing which included bench handling, stress testing, and full functionality testing without duplicating the malfunction. The device's main board was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type. The accessories used during the incident were not returned for evaluation, and all testing was completed using test batteries and pads. Review of the device logs did not find evidence to support the reported event.

Event description:
Complainant alleged that during functional testing, the device inappropriately shut down and would not power up. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device inappropriately shut down. Complainant did not indicate that there was any patient involvement in the reported malfunction.